Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the reported malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation the duodenovideoscope exhibited a gap (in the adhesive) at the distal end cover. In addition, the adhesive around the distal light guide lens is peeled. There was no patient involvement.